Manufacturer narrative:
(B)(4).

Event description:
It was reported "there had been other pumps that had reacted that way" in regards to a different event with a specific patient about volume discrepancies that were within specifications as well as an empty pump that was delivering pain medication. However; no further information was provided regarding details surrounding these events, patient information, interventions, drug information or outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.